Manufacturer narrative:
The complainant in the EU did not return the product for analysis. When more data and information is shared with the manufacturer, a supplemental medwatch will be reported.

Event description:
The patient was undergoing a coronary intervention, and due to an intraprocedural arrest, the patient had an impella cp placed via the right femoral artery. The patient did have known peripheral arterial disease, but the pump was placed. The cp was supporting the patient in the ICU for hours, despite his respiratory distress, renal function being depressed, and beginning of multi-organ failure. During the overnight hours, the patient condition deteriorated further and a hematoma developed in the cp access side. The team began to infuse blood product, but the patient expired with a presumed retroperitoneal bleed and multi-organ failure, along with cardiogenic and hemorrhagic shock.